Event description:
Additional information received from patient. They reported they have tried all the programs and are getting no relief, and that this goes back to the first implant in september. The caller indicated that the ins was placed in september and it was dead immediately and needed to be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was unknown, along with whether it was caused by normal battery depletion. The hcp stated that the patient was unhappy on 4/4, and set up for surgery to have device removed. On 4/14, the patient called and cancelled surgery. The patient said they felt they did not give it a chance to work.

Event description:
Additional information was received from the patient, a patient representative, and a manufacturer representative. It was reported that the patient had been in misery, pain, and suffering, and it did not work. The patient would pee all over themselves. All it did was cause pain in their back, it was not right.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a friend/family member regarding a patient who was implanted with an implantable neurost imulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the trial worked really well. The permanent implant worked somewhat, it may have been a fifty percent reduction in symptoms, but all of a sudden, "it broke," and started electrifying the patient in the middle of the night. It was stinging, like their finger was in the socket. They had to turn stimulation off and after that, the equipment could not communicate. The event date was asked, but was unknown. They stated, they "put this crap in and it doesn't work." The patient said that on october 5th, they went to the doctor, the nurse, or the manufacturer representative (patient did not know their name and they were unsure if they were a nurse at the doctor's office, or if they worked for the manufacturer), and were on the phone with the manufacturer. They checked all the programs, and nothing was happening; it was not having any effect no matter how high they turned it. The patient said they were told either the battery went bad, or the wires were disconnected, so it was changed on october 26th, and was put on the other side. The patient was redirected to their healthcare provider.